Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the facility requested assistance in interpreting the event logs to identify the drug dosing parameters. Inspection and testing of the devices could not be performed as they were not returned for investigation. The suspect event logs were provided to bd via email to ascertain programming and event details associated with the alleged incident. No dataset was received; therefore, the profile or drug selection being used could not be determined for the incident infusion. Event logs older than (B)(6) 2025 at 12:00 am and newer than (B)(6) 2025 at 6:56 pm are not contained in the provided event log report by the facility. On (B)(6) 2025 at 12:00 am an infusion was started on pump module s/n: (B)(6). At 12:47 am the pump module alarmed for occlusion on patient side. A primary volume infused (pvi) of 404.283 ml was recorded. Between 12:54 am and 1:24 am the infusion was restarted. The pump module alarmed two (2) times for occlusion on patient side and the infusion was restarted. A pvi of 415.15 ml. At 3:05 am the infusion was completed. A pvi of 471.551 ml. At 3:16 am and infusion was programmed and started a concentration of 1.8 mg/ml, dose of 1 mg/ml, rate of 33.3333 ml/hr and volume to be infused (vtbi) of 20 ml. Between 3:52 am and 3:53 am the infusion was completed. The unit was channeled off and the system was powered off. A pvi of 494.986 ml was recorded. Between 3:56 am and 3:58 am the system was powered on. An infusion was programmed and started for drugid 54 (suspected to be amiodarone) at a concentration of 1.8 mg/ml, dose of 1 mg/min, rate of 33.3333 ml/hr and vtbi of 200 ml. Between 8:40 am and 8:46 am the infusion was paused and restarted two (2) times. A pvi of 651.851 ml. A pvi of 653.714 ml was recorded. Between 9:46 am and 9:51 am the pump module alarmed for air in line and safety clamp open, the pump module¿s door was closed, and the infusion was restarted. A pvi of 685.125 ml. At 1:51 pm the infusion was paused and restarted at 1:53 pm. A pvi of 818.221 ml. At 3:12 pm an infusion was programmed and started at a concentration of 1.8 mg/ml, dose of 1 mg/min, rate of 33.3333 ml/hr and vtbi of 190 ml. A pvi of 862.27 ml. Between 5:22 pm and 6:28 pm the infusion was paused and restarted two (2) times. A pvi of 969.739 ml was recorded. At 7:00 pm an infusion was programmed and started at a concentration of 1.8 mg/ml, dose of 0.5 mg/min, rate of 16.6667 ml/hr and vtbi of 64.568 ml. A pvi of 987.702 was recorded. Between 7:40 pm and 9:50 pm the pump module alarmed for occlusion on patient side and the infusion was restarted two (2) times. A pvi of 1031.47 ml was recorded. At 11:05 pm the infusion was completed, and an infusion was programmed and started at a concentration of 1.8 mg/ml, dose of 0.5 mg/min, rate of 16.6667 ml/hr and vtbi of 10 ml. A pvi of 1052.28 ml was recorded. At 11:34 pm the unit was channeled off and the system was powered off. A pvi of 1060.38 ml was recorded. Between 11:44 pm and 11:45 pm the system was powered on and an infusion was programmed and started for drugid 54 (suspected to be amiodarone) at a concentration of 1.8 mg/ml, dose of 0.015 mg/min, rate of 0.5 ml/hr and vtbi of 200 ml. On (B)(6) 2025 between 12:06 am and 5:22 am the pump module alarmed for occlusion on patient side fifteen (15) times and the infusion was restarted each time. A pvi of 1062.89 ml was recorded. At 8:27 am an infusion was programmed and started at a concentration of 1.8 mg/ml, dose 0.5 mg/min, rate of 16.6667 ml/hr and vtbi of 195.96 ml. A pvi of 1064.42 ml was recorded. Between 11:0 am and 11:07 am the infusion on pump module s/n: (B)(6) was paused and a pvi of 1108.11 ml was recorded. Pump module s/n: (B)(6) alarmed for safety clamp open (administration set inserted) two (2) times and an infusion was programmed and started for drugid 56 at a concentration of 1.5 mg/ml, dose of 150 mg, rate of 600 ml/hr and vtbi of 100 ml. The pump module s/n: (B)(6) alarmed for occlusion on patient side and the infusion was restarted. At 11:08 am pump module sn: (B)(6) alarmed for safety clamp open, the door was closed and the unit was channeled off. A pvi of 1108.11 ml was recorded. At 11:16 am pump module s/n: (B)(6) alarmed for occlusion on patient side, the unit was channeled off and the system was powered off. A pvi of 90.747 ml was recorded. Between 11:18 am and 11:19 am the system was powered on and an infusion was programmed and started on pump module s/n: (B)(6) for drugid 54 (suspected to be amiodarone) at a concentration of 1.8 mg/ml, dose of 0.5 mg/min, rate of 16.6667 ml/hr and vtbi of 150 ml. Between 11:20 am and 11:24 am the pump module alarmed for check IV set four (4) times, safety clamp open two (2) times and air in line one (1) time. The infusion was restarted. At 11:47 am the pump module alarmed for occlusion on patient side and the infusion was restarted. A pvi of 1114.84 ml. At 4:27 pm an infusion was programmed and started at a concentration of 1.8 mg/ml, dose of 0.5mg/min, rate of 16.6667 ml/hr and vtbi of 180 ml. A pvi of 1192.38 ml was recorded. The bd alaris¿ system with guardrails user manual (v12.3.2) states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris system. The user manual also notes that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: n/a ¿ it was reported that the customer requested assistance in interpreting the event logs to identify the drug dosing parameters. No issues or malfunctions were reported. The intended dose was reported to be 0.5 mg/min (calculated rate of 16.6667 ml/hr). Log review performed showed that no infusion was programmed at a dose of 0.05 mg/min; however, a change in the dose was noted to 0.015 mg/min (calculated rate of 0.5 ml/hr) on (B)(6) 2025 at 11:45 pm on pump module s/n: (B)(6). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer needed assistance with event log interpretation, to identify the drug dosing parameters. Between (B)(6) 2025, the customer is needing to determine exactly what time the pump was programmed with amiodarone at the rate of 0.05mg/min. It was reported the pump was programmed incorrectly. The order was for amiodarone at 0.5mg/min however the pump was found to be programmed at 0.05mg/min. There was patient involvement however no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer needed assistance with event log interpretation, to identify the drug dosing parameters. Between (B)(6) 2025, the customer is needing to determine exactly what time the pump was programmed with amiodarone at the rate of 0.05mg/min. It was reported the pump was programmed incorrectly. The order was for amiodarone at 0.5mg/min however the pump was found to be programmed at 0.05mg/min. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit: b17 - device not returned, b24 - event history log review. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the facility requested assistance in interpreting the event logs to identify the drug dosing parameters. Laboratory test results performed on the reported suspect device confirmed the pump module to be operating within specification for rate accuracy and was operating as intended. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. External and internal inspection did not confirm any anomalies of the electrical or mechanical components. All inspected parts were observed to be manufactured by bd. The event date was reported to have occurred between 07 november 2025 and 08 november 2025; time was not reported. A review of the pump modules and pcu error log showed no records related to the reported issue of the suspect pump module. A review of the pcu event log, on 06 november 2025, at 12:21 pm an infusion of amiodarone continuous was programmed on critical care profile, with the following parameters: drug amount of 360mg, diluent volume of 200ml, dose of 1mg/min, concentration of 1.8 mg/ml, rate of 33.3333ml/h, volume to be infused (vtbi) of 180ml. On 07 november 2025, at 12:00 am an infusion of amiodarone continuous started on pump module. S/n: (B)(6). At 12:47 am the pump module alarmed for occlusion on patient side with a primary volume infused (pvi) recorded of 404.283 ml. Between 12:54 am and 1:24 am the infusion was restarted. The pump module alarmed twice for occlusion on patient side and the infusion was restarted with a pvi recorded of 415.15 ml. At 3:05 am the infusion was completed on schedule and transitioned to keep vein open (kvo) with a pvi recorded of 471.551 ml. At 3:16 am and infusion was programmed and started a concentration of 1.8 mg/ml, dose of 1 mg/ml, rate of 33.3333 ml/hr and vtbi of 20 ml. Between 3:52 am and 3:53 am the infusion was completed on schedule and transitioned to kvo with a pvi recorded of 494.986 ml. The unit was channeled off, and the system was powered off. Between 3:56 am and 3:58 am the system was powered on. An infusion of amiodarone continuous was programmed and started with the following parameters: concentration of 1.8 mg/ml, dose of 1 mg/min, rate of 33.3333 ml/hr and vtbi of 200 ml. Between 8:40 am and 8:46 am the infusion was paused and restarted twice. With a pvi recorded of 651.851 ml. A pvi of 653.714 ml was recorded. Between 9:46 am and 9:51 am the pump module alarmed for air in line and safety clamp open, the pump module¿s door was closed, and the infusion was restarted. A pvi recorded of 685.125 ml. At 1:51 pm the infusion was paused and restarted at 1:53 pm with a pvi recorded of 818.221 ml. At 3:12 pm an infusion was programmed and started at a concentration of 1.8 mg/ml, dose of 1 mg/min, rate of 33.3333 ml/hr and vtbi of 190 ml with a pvi recorded of 862.27 ml. Between 5:22 pm and 6:28 pm the infusion was paused and restarted twice with a pvi recorded of 969.739 ml. At 7:00 pm, the user updated the dose to 0.5 mg/min, the infusion was started at a concentration of 1.8 mg/ml, rate of 16.6667 ml/hr and vtbi of 64.568 ml with a pvi recorded of 987.702 ml. Between 7:40 pm and 9:50 pm the pump module alarmed for occlusion on patient side and the infusion was restarted twice with a pvi recorded of 1031.47 ml. At 11:05 pm the infusion was completed on schedule and transitioned to kvo with a pvi recorded of 1052.28 ml. The user updated the vtbi to 10 ml, the infusion was started at a concentration of 1.8 mg/ml, dose of 0.5 mg/min, rate of 16.6667 ml/hr and vtbi of 10 ml with a pvi recorded of 1052.28 ml. At 11:34 pm the unit was channeled off, and the system was powered off with a pvi recorded of 1060.38 ml. Between 11:44 pm and 11:45 pm the system was powered on, and an infusion of amiodarone continuous at a concentration of 1.8 mg/ml, dose of 0.015 mg/min, rate of 0.5 ml/hr and vtbi of 200 ml. On 08 november 2025, between 12:06 am and 5:22 am the pump module alarmed for occlusion on patient side fifteen (15) times and the infusion was restarted each time with a pvi recorded of 1062.89 ml. At 8:27 am, the user updated the dose to 0.5 mg/min, the infusion started at a concentration of 1.8 mg/ml, rate of 16.6667 ml/hr and vtbi of 195.96 ml with a pvi recorded of 1064.42 ml. Between 11:03 am and 11:07 am the infusion on pump module s/n: (B)(6) was paused with a pvi recorded of 1108.11 ml. The pump module s/n: b)(6) alarmed for safety clamp open (administration set inserted) twice and an infusion of amiodarone loading with the following parameters: concentration of 1.5 mg/ml, dose of 150 mg, rate of 600 ml/hr and vtbi of 100 ml. The pump module s/n: (B)(6) alarmed for occlusion on patient side and the infusion was restarted. At 11:08 am pump module sn: (B)(6) alarmed for safety clamp open, the door was closed, and the unit was channeled off with a pvi recorded of 1108.11 ml. At 11:16 am pump module s/n: (B)(6) alarmed for occlusion on patient side, the unit was channeled off, and the system was powered off with a pvi recorded of 90.747 ml. Between 11:17 am and 11:19 am the system was powered on, and the pump module s/n: (B)(6), an infusion of amiodarone continuous was programmed with the following parameters: concentration of 1.8 mg/ml, dose of 0.5 mg/min, rate of 16.6667 ml/hr and vtbi of 150 ml. Between 11:20 am and 11:24 am the pump module alarmed for check IV set four (4) times, safety clamp open twice and air in line once. The infusion was restarted. At 11:47 am the pump module alarmed for occlusion on patient side and the infusion was restarted with a pvi recorded of 1114.84 ml. At 4:27 pm, the user updated the vtbi to 180 ml, the infusion started at a concentration of 1.8 mg/ml, dose of 0.5mg/min, rate of 16.6667 ml/hr with a pvi recorded of 1192.38 ml. The bd alaris¿ system with guardrails user manual (v12.3.2) states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris system. The user manual also notes that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: it was reported that the customer requested assistance in interpreting the event logs to identify the drug dosing parameters. No issues or malfunctions were reported. The intended dose was reported as 0.5mg/min (calculated rate of 16.6667ml/hr). A log review showed that no infusion was programmed at a dose of 0.05mg/min; however, a change in the dose was noted to 0.015mg/min (calculated rate of 0.5 ml/hr) on 07 november 2025 at 11:45 pm on pump module s/n: (B)(6).. Note that this report lists imdrf annex a0509, g0405206, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer needed assistance with event log interpretation, to identify the drug dosing parameters. Between 07nov2025 and 08nov2025, the customer is needing to determine exactly what time the pump was programmed with amiodarone at the rate of 0.05mg/min. It was reported the pump was programmed incorrectly. The order was for amiodarone at 0.5mg/min however the pump was found to be programmed at 0.05mg/min. There was patient involvement however no patient harm.